Event description:
Boston scientific received information that this right ventricular (rv) lead displayed high out of range (oor) pacing impedance measurements, and an increase in pacing threshold measurements. The increase has been gradual since 2011. The device was reprogrammed to unipolar with an impedance of 650 ohms. This patient was not pacemaker dependent, so no adverse patient effects observed. The decision was made to perform an x-ray within the near future. If lead fracture is confirmed, a lead revision will take place. Subsequently, additional information was received that an x-ray was performed, and fracture could not be confirmed. A revision procedure is planned for the near future because lead fracture is still suspected.

Manufacturer narrative:
This rv lead remains in service. At this time there is no additional information. Should additional information become available this report will be updated.

Event description:
Subsequently, additional information was received that a lead replacement procedure was performed. A new rv lead was implanted successfully.

Manufacturer narrative:
This rv lead was surgically abandoned, so therefore will not be returned for laboratory analysis.